Event description:
It was reported that during an unknown procedure, part of the blade fell out. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 4/28/2009. Information anticipated, but unavailable at this time.